Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an known anomaly. The local area field representative was contacted for additional information, however at this time no further information is available. A new lead successfully placed. No additional adverse patient effects were reported.